Event description:
Reporter states customer had blood glucose result of 16 mg/dl taken on the advantage system, however, meter memory stored result as 161 mg/dl. No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.